Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event occurred because the cable unit was damaged. The following is stated in the instructions for use which may prevent the event: "never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem was confirmed and the cause assigned to a faulty cable unit. The investigation is ongoing and the root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
A user facility reported to olympus that no image was produced and the device was "not functioning properly." The problem, as reported to olympus, was first identified at the beginning of a procedure. The procedure was completed but not completed using the subject device. There was no patient injury, associated with the problem, reported to olympus.